Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: surgeons believed the clip appliers were tearing the vessels. Another device of the same kind was used without incident. Procedure: pectoralis flap reconstruction of oral cavity. Medical condition: squamous cell carcinoma of the oral cavity.